Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, noise events that occurred every 6 months lasting 30 seconds and poor sensing were noted on the right atrial lead. The device was reprogrammed. Also noted on the electrogram was noise present on the right ventricular lead, the lead was not sensing the noise. It was unknown if the noise was due to an external source. No intervention was performed for the right ventricular lead. The patient would continue to be monitored and was stable.